Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: the complaint regarding power loss was reported on (B)(6)2019. Due to continued pump use until (B)(6)2019 the black box data had been overwritten for the date of the event. The available black box download showed no evidence of power loss or rebooting. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The complaint of a power issue was not duplicated during investigation. Unrelated to the complaint, the pump¿s cover was removed and an internal capacitor was found to be broken free from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.